Event description:
It was reported that the event occurred in the cath lab. The md inserted the wedge pressure catheter via the patient's femoral vein. When the catheter reached the coronary sinus, there was a leak in the balloon and the balloon could not keep the inflation. As a result, the wedge pressure catheter was removed and replaced. There was no reported patient death, injury, or complications. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4).